Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two unspecified mentor saline breast implants and experienced bilateral cutaneous contour deformity postoperatively. As a result, the patient underwent bilateral removal and replacement with (catalog #: 3504501bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2015. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity. (B)(4). Manufacturer¿s reference number: (B)(4).